Manufacturer narrative:
The customer reported complaint for the autopulse platform would not retract the lifeband was confirmed during archive review and not during initial functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. The autopulse passed the initial functional test without any fault or error. As part of routine service during testing, the platform was examined and found damaged load plate cover and encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The physical damage found during visual inspection is considered unrelated to the reported complaint. The load plate cover was replaced and the sticky clutch plate was deburred to address the encoder drive shaft issue. The autopulse platform is a reusable device and was manufactured in may 2010 and is 8 years old, beyond the expected service life of 5 years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. The platform was further tested with large resuscitation testing fixture, (lrtf) equivalent to the 250-pound patient and passed all the testing criteria with no issue or faults observed. Furthermore, load cell characterization test was performed and it indicated that both of the load cells are within specifications. Review of the archive data indicated multiple error messages (ua) 07 recorded on the reported event date, thus confirming the customer complaint. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Advisory (ua) 07 error message alerts the operator that the load sensing system has detected a weight/load imbalance between the two load cells. (Ua) 07 indicated that either the patient not oriented on the autopulse platform correctly or the patient has shifted during compression. Following the service and repair, the platform passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform sn (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, during patient use on 90 years old male patient in a cardiac arrest, the autopulse platform (sn 22740) would power on, however, the lifeband would not retract and there was no user advisory displayed on the platform. The crew immediately reverted to manual CPR and continue compressions for an unknown length of time. Rosc was not achieved and the patient expired. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
It was reported that during patient use on 90 years old male patient in a cardiac arrest, the autopulse platform (sn (B)(4)) would power on, however, the lifeband would not retract and there was no user advisory displayed on the platform. The crew immediately reverted to manual CPR and continue compressions for an unknown length of time. Rosc was not achieved and the patient expired. Cause of death is unknown. No additional information was provided.